Event description:
Complainant alleged that while treating a pt who had collapsed on the street while seeking help from medics, the device was attached to the pt and displayed a "bridge test failed" message. Complainant indicated that further measures were made to revive the pt which were not successful and the pt expired; however, it was not related to the reported malfunction.